Event description:
It was reported that during a brevera procedure on (B)(6) 2025, during the biopsy the brevera driver stopped taking samples, after replacing the driver with a new driver, the biopsy was able to be completed. A second dose of anesthesia was required and a second skin incision. Procedure was reported completed with the second incision and second needle. No other information available.

Manufacturer narrative:
H6: appropriate term/code not available: suggested code : mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, during the biopsy the brevera driver stopped taking samples, after replacing the driver with a new driver, the biopsy was able to be completed. A second dose of anesthesia was required and a second skin incision. Procedure was reported completed with the second incision and second needle. No other information available. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and no signs of physical damage were found. Functional testing was conducted, and the device passed the set-up test phases, no issues were found during the test. However, the complaint was confirmed due to the test of cores acquisition chambers, d, f, I, j, k, l, were not filled. Root cause analysis did not identify a definitive root cause; only contributing factors (chambers, d, f, I, j, k, l, not filled during tissue testing) were found to be associated with the reported event. The investigation included a comprehensive review of device history records, complaint data, risk assessments, and testing results. No single failure mode or specific fault could be conclusively linked to the event. Conclusion: the reported issue has been confirmed. The risk index for this situation is within the range already calculated in the risk trending, it is probable that this is an isolated issue and not recurring problem within the product family, system or failure mode reported in the complaint. The event does not trigger escalation to nce, scar, or CAPA. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no relevant risk factors were found in the manufacturing process. Lot number 24k25rg. Manufacture date 10/25/2024. Expiration date 10/25/2026. UDI (B)(4).